Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is "getting too much distortion", and seeing halos around lights, especially at night. She was advised by her surgeon to give it more time. She stated that she sees very well at distance and near. She does not think there is anything wrong with the lenses, rather feels the lenses are not right for her. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on 08/20/2009.